Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with non-sustained right ventricular oversensing due to post-paced t-wave oversensing, noted on stored egm. Oversensing of far r waves on the atrial channel was also noted. The device was reprogrammed. No patient symptoms were reported.